Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was removed and a new device was implanted.

Manufacturer narrative:
Concomitant medical products: 6940-45 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the implantable cardioverter defibrillator (ICD) battery longevity was less than expected. A follow up with the patient's healthcare provider yielded that the device is at recommended replacement time (rrt). The device is scheduled to be replaced. The device remains in the patient. No patient complications have been reported as a result of this event.